Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned tasp exhibits signs of repeated use (nicked or gouged) and the dovetail feature is flared & compressed and is fractured on the medial side of. Not all pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The persona surgical technique instructs to apply gentle manual pressure without impacting the tasp construct with either a mallet or hand. The root cause is considered to be misuse as the surgeon impacted the tasp. This device is considered conforming due to its extended field life and unremarkable manufacturing records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that tasp broke upon impacting. No patient-related adverse event was reported.